Event description:
On 2/9/1998, the MFR rec'd medwatch report #1900480000-1997-0001 from the facility's nurse that states the following: the device was implanted on 3/11/97. On 11/15/97, the pt was admitted to the hospital. A chest x-ray was done on 11/17/97, which revealed that the catheter component of the device had become detached from the device and entirety of the catheter appeared to be lodged in the superior vena cava. The pt had a previous x-ray done on 10/18/97, which did not reveal the above. The pt was discharged from this facility on 12/5/97, and will be seen in the clinic by a surgeon who will schedule removal of this catheter at another facility sometime in december 1997. No further details were provided at this time.

Manufacturer narrative:
The evaluation results of apparent trend for suspected catheter lot has been completed and the results are as follows: 1) the complaint rate was consistent with complaint rates from other mfg lots. 2) the product profile was bimodal, but both arms of the modality were within the product spec. 3) material ID and function were consistent with 510k and company specs. 4) sheared catheters returned were reviewed and found to have the "pinch-off" indication. The complete file of this apparent trend was reviewed by a food and drug administration investigator during an atlanta district office audit conducted from 8/24/98 through 9/15/98. Based on the info available and due to the unavailability of the device, no conclusion can be drawn as to the cause of this event. No further details are available. The MFR is now closing the file on this event. MDR#1220923-1997-00294, MDR#1220923-1997-00008 and MDR#1220923-1998-00015. Submitted to the FDA 1/22/99.